Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Complaint description: (B)(6) 2017: litigation alleges discomfort, pain, stiffness, loss of motion, elevated cobalt-chromium metal ions, loosening, metallosis, necrosis, and soft tissue damage. Update (B)(6) 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges misalignment, limp, poor balance, and instability. After review of medical records, it was reported that the patient was revised to address subsidence. Updated part and lot information. Update ad 07 may 2018 the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges loosening of cup and metal wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: d14021740. Device history batch: null. Device history review: no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.